Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine device check. Upon attempt interrogation, the device could not be interrogated. The pulse generator exhibited backup vvi operation. The device was explanted and replaced the week after. The patient was in good condition prior, during, and post operation.